Event description:
Related manufacturer reference number: 3006705815-2021-04456. It was reported that during the patients lead revision (related manufacturer report number: 3006705815-2021-04265 and 3006705815-2021-04266) the physician inadvertently explanted the patients working lead. A new lead was implanted to address the issue. Both leads are being reported as it is unknown which lead was affected.

Manufacturer narrative:
It was reported that during the patients lead revision the physician inadvertently explanted the patients working lead. A new lead was implanted to address the issue. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.